Manufacturer narrative:
User documentation (technique manual, p/n (B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The following information was not provided by clinician; pt bone density. Date of placement, event, or removal. Whether or not implant was immediately loaded. Whether or not implant was restored. Amount of torque used to place the implant and torque the abutment. Failure to osseointegrate is a well-documented inherent risk of dental implants. In majority of cases where the implants fails to integrate with the bone and is rejected by the body, the cause is unk. The implant's lot history records were reviewed and no discrepancies or issues of non-conformance were noted. Implant was manufactured to specifications. No further action is required.

Event description:
Implant failed to osseointegrate.